Manufacturer narrative:
The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and granuloma.

Event description:
Patient representative reported patient "has been experiencing pain, encapsulation of the device, capsular contracture (baker grade unknown), inflammation, and a 18mm nodule filled with silicone. " patient representative additionally reported "nodules;" this event is not device related. Device has been explanted. This relates to the right side.